Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed, and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max) and, stent retriever. During the procedure, the physician completed two passes using a jet7 and stent retriever. Subsequently, the jet7 and stent retriever were removed, and the physician noticed the distal tip of the jet7 to be stretched. Therefore, the jet7 was not used for the remainder of the procedure. The procedure was completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.